Manufacturer narrative:
Is patient/consumer. Device evaluation: two samples were returned for investigation. A visual inspection of the samples found that one of the two samples inspected had a cut in the extension tube. Both samples had remains of medication in the bag. Only one sample could be filled with water. Two samples had cuts in the extension tube. During functional testing, units were filled with colored water using a syringe in order to detect any leakage. No leaks were present. The reported failure was not confirmed. The root cause cannot be established. No actions were taken since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Occupation: product group manager.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir leaked while in patient use with a cadd legacy pca pump. The patient received a bolus, but had pain 2.5 hours later. The nurse checked the cadd legacy pump and noticed that it was switched off. There was clearly medicine in the cassette. The pump was disconnected from the patient and the pump was inspected visually and the nurse could not switch the pump on again. When removing the cassette, a small amount of liquid was seen to spill from the soft pouch (inside the cassette). Visual inspection did not show any holes in the soft pouch. It was later reported that the leaking cassette was the cause of the pump getting wet. The patient experienced some pain due to the loss of medication. The patient was injected with morphine and a new infusion was started with another cadd legacy pca pump.